Manufacturer narrative:
Date of report: 30aug2021. (B)(6).

Event description:
The customer reported that a ventilator experienced 3.3 volt (v) failure when powering on testing. Additionally, it was reported that the ventilator alarmed, there was a power failure, electrode control failure, blower temperature was too high, and the turbine temperature was too high. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy and no patient involvement. The device was evaluated by the customer and an international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the motor controller printed circuit board assembly (pcba), power management pcba, and the blower assembly. The device then has returned to normal use. No other anomalies were reported.